Event description:
The patient reported an elevated blood glucose reading of 389 mg/dl with his normal range being 130 mg/dl or below. He stated his symptom was he felt a "little off" and treated his reading by bolusing insulin. During troubleshooting, the patient stated he changes his insulin infusion headset every 4-5 days. The patient was advised to change his headset every 2-3 days. The patient stated he noticed air bubbles in his infusion set tubing and was assisted in priming them out. On follow up, the patient stated he is doing fine and has had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.